Event description:
The complainant reported that during the performance of a therapeutic radiofrequency ablation procedure, the physician found that the insulation of the outer sheath to the device had peeled. The complainant reported that a metal cannula was used during the procedure. The complainant also indicated that it was possible that pt movement had caused the peeled insulation. The physician then obtained another device and successfully completed the pt procedure. There was no adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
The device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed one similar complaint for lot number 8084922. The 2008 15-months rf probe product family trending chart was reviewed; no unfavorable trend was noted. The complainant reported that the device would not be returned for eval, as it was discarded subsequent to use; consequently, a physical eval will not be performed. Without receiving product for eval, we are unable to determine if the met specification and unable to definitively determine a root cause for this incident. At this time, we are unable to determine the relationship between the device and the cause for this event.